Event description:
Date of event - unknown. A speedband superview super 7 ligator was used during a band ligation procedure. The system was properly set-up on the scope. The varices were suctioned and when the physician tried to deploy the bands, there was a click and the band seem to be released. The physician noticed that the band was not on the affected area. The physician attempted second time on a different varices and was not successful in the same manner. The procedure was completed using another speedband superview super 7 ligator device. It was reported that there was no adverse effect on the patient as a result of the event.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined.